Event description:
Procedure was a pulmonary valvuloplasty. An inflation device was not used. A circumferential balloon rupture occurred on the second inflation. It is unknown if the guidewire was left in place. Balloon fragment retrieval occurred in the operating room after the fragment was located using fluoro.